Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3, h4, d4 h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned sample determined that the mic4036 cartridge was received with its holder and a reload with one clip loaded. However, the clip was moved inside of the cartridge; due to improper handling of the clips. Also, 5 loose clips were received along with the cartridge and they were closed. The clip moved was accommodated in the cartridge and it was loaded on a test device and tested for functionality. Upon functional testing of the clips, the instrument loaded, retained, and deployed the clip as intended. Due to the condition of the clips, the reported complaint was confirmed by an external cause as improper handling. Ensure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Please reference the instruction for use for more information. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a robot assisted nephrectomy on (B)(6) 2025 and an implantable suture clip was used. During the procedure, the clips would not move/come out of jaws, and some would not attach/close to the suture and also. Clips from same batch had similar issues. There was no information available about how the surgery was continued. The procedure was successfully completed. However, it is not known how. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the information. If further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: if possible, please confirm the number of clips that "does not hold or load into the applier" and the number of clips that "does not hold into the suture". About half of a catridge. Can you identify the lot number of the product used? Umbbzmq0. Please explain how the clips were loading into the applier? No additional info. Please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading- applied as per IFU/instructions ¿ 90 degree. Was the applier checked for damaged (jaws straight and aligned)? No additional info. What suture type and size was used? No additional info. When the event occurred, was the suture placed near the hinge of the clip? No additional info. Were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture: about half a cartridge could close and the other half not, some would not come out of clip, but none was securely fixed on the suture. If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Please provide the applier product code and lot number? Applier code mic4030/ka200 ¿ no known lot nr. Please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). No additional info.